Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on november 16, 2021. Device evaluation summary: a manufacturing record evaluation was performed for the finished device 7432086 number, and no non-conformances were identified. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, a tear was identified in the posterior view of the breast implant. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: unknown manufacturer¿s reference number: (B)(4).

Event description:
On (B)(6) 2021, two mentor smooth round moderate plus profile 125cc saline prostheses that were received by the mentor failure analysis lab could not be matched to an existing complaint file. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, it will be conservatively reported to FDA as an event requiring medical device removal from a patient. An explant date of (B)(6) 2021 was provided. See 1645337-2021-12079 for contralateral prosthesis report.